Event description:
Just before the case started the surgeon noticed smoke and sparks coming from the unit. The video tower was immediately taken out of the operating room where an extinguisher was used to extinguish the small flame coming from the unit. The pt was not affected by the fire. The unit was replaced and the surgery was completed without further difficulties.